Event description:
Procedure type: hernia. According to the reporter: the balloon became detached upon insertion of graft. The broken balloon was removed from the cavity. No additional bleeding and no tissue damage was reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).